Event description:
Event on (B)(6) 2023, it was initially reported by a gynesonics territory manager that a 45-year-old patient with a large dominant fibroid was treated with tfa on (B)(6) 2023. Hysterectomy had been offered, but it was declined by the patient who had been advised that most physicians would recommend a hysterectomy; the patient chose tfa. During the case there was significant blood loss > 1 l with the procedure being converted to a supracervical hysterectomy (sch) with a total ebl > 2.2 l. The gynesonics medical director reached out immediately to the physicians involved, who responded on (B)(6) that nothing serious had occurred. Additional information on (B)(6), we received additional information from the treating physician, who indicated that the patient had a 1300 gm fibroid uterus, and it was termed a "last chance uterus" by the treating physician. Multiple large fibroids including a 10-cm subserous fundal fibroid, as well as 5-cm, 6-cm and 7-cm fibroids were present, and the patient had the chief complaint of abnormal uterine bleeding. The tfa procedure was uncomplicated until the last ablation: once the introducer was removed there was significant bleeding, much more than typical. A foley bulb was placed in an attempt to tamponade the bleeding x 10 minutes, but once removed the bleeding resumed. The device was reinserted into the endometrial cavity to visualize, and it was clear there was a massive hematometra. Foley tamponade was attempted again and still no effect. The physician performed a sch and the patient was transfused with 3u of prbcs and did well. Histopathology: benign fibroids, hemorrhagic area near one of the fibroids (presumably the last one treated). There was no evidence of an ateriovenous malformation to explain this. The treating physician suspected there was a large, aberrant blood vessel that got punctured. There was no evidence of uterine perforation. The patient recovered without further complications.

Manufacturer narrative:
The sonata system functioned as expected. There was no device deficiency reported during the procedure. The root cause is believe to be due to abnormal patient anatomy, specifically a large aberrant blood vessel that got punctured. There was no uterine perforation or other patient complications. There was no evidence of device malfunction.